Event description:
Clinical information: (B)(4) envision ide study, patient site ID: (B)(6) (r934916401). It was reported on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 3.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. During the procedure it was noted there was resistance when insertion the delivery system into the patient, and it was observed that the device could not advance. Numerous attempts were made to advance the delivery system but were unsuccessful. The valve and delivery system were removed from the patient. The delivery system was inspected and it was observed that the valve capsule was peeled back and possibly torn creating a sharp ridge. A 16f delivery sheath was used to dilate the femoral access. A new large flexnav delivery system was used with a new 29mm navitor vision valve. Upon crossing the native valve with the second delivery system, the patient went into complete heart block. Temporary pacing was required. The valve was re-sheathed once. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The heart block persisted and the temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025, a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of heart block and hypertension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block and hypertension could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6) (r934916401). It was reported on 28 july 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 3.2mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. During the procedure it was noted there was resistance when insertion the delivery system into the patient, and it was observed that the device could not advance. Numerous attempts were made to advance the delivery system but were unsuccessful. The valve and delivery system were removed from the patient. The delivery system was inspected and it was observed that the valve capsule was peeled back and possibly torn creating a sharp ridge. A 16f delivery sheath was used to dilate the femoral access. A new large flexnav delivery system was used with a new 29mm navitor vision valve. Upon crossing the native valve with the second delivery system, the patient went into complete heart block. Temporary pacing was required. The valve was re-sheathed once. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The heart block persisted and the temporary pacemaker was left in. The patient had prolonged hospitalization for monitoring. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.